Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s screen was separating at the bezel, while blood glucose was not impacted and the user continued therapy; the issue pertains to a display component and aligns with a device bonding failure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem associated with the display, consistent with a loss of or failure to bond in that component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.